Manufacturer narrative:
(B)(4). Ref: MFR report #1219930-2016-00431.

Event description:
According to the reporter: during a roux-en-y, the needle fell off the device while sewing the gastric pouch. After extensive searching, the needle could not be recovered from the patient. This added over 30 minutes to the case. No extra blood loss reported. This did not result in any unanticipated tissue loss. There was no unanticipated extension for incision of more than 1 inch. It is unknown if the delay in surgery affected the patient. The needle did fall into the patient cavity and was left in the patient. An x-ray was performed.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/12/2016 under MFR report # 1219930-2016-00431. The initial MDR was sent with the incorrect manufacturing site in error. The MDR was resubmitted on 05/12/2016 under MFR report # 9612501-2016-00129 with the correct manufacturing information.